Manufacturer narrative:
(B)(4). The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer reported that during procedure error code "attach wire to connector" was received. The device was visually and microscopically inspected and damage was observed. The pressure sensor was broken and the distal portion was missing. The wire was not recognized during zero testing. The probable cause of the reported failure is an electrical failure with the wire. The device was observed to have a broken sensor, which is consistent with the reported failure. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being reported because a portion of the sensor is missing from the device, it could not conclusively be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.